Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 170 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated they were sleeping prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump had minor scratches on lcd window, cracked case near lcd window corner, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and stained end cap sticker.